Manufacturer narrative:
The complained device was returned for evaluation. The returned blade assembly was evaluated and visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The root cause of the reported event could not be confirmed. The company will continue to analyze additional complaints as they are reported. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During a sad procedure, it was reported that the surgeon witnessed tiny particles of metal shedding from the burr into the joint space and adhering to the surrounding soft tissues. There were no reported patient injuries or complications and the patient's bone quality was reported as fair. A five minute delay was also reported. Additional information received indicated that the joint was flushed.